Event description:
Patient enrolled into the trial. The patient was admitted for a carotid artery stent procedure in 2008. The patient expired in 2009. It was reported as related to the procedure, and not the devices use. Please reference MDR 2183870-2009-00204 and MDR 2183870-2009-00205 for the protege rx stents used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.